Event description:
Same case as MFR's #: 6000093-2004-01012. During a coronary stenting treatment procedure, a dissection and stent embolization occurred. The sub total left anterior descending artery (lad) was calcified and 100% occluded with disease in the diagonal branch. The lad was predilated with a 2.5 x 15 mm voyager balloon. After predilation of the lad a double wire technique was used, but was still unable to balloon the diagonal branch. The physician then decided to exchange the wires so he can traverse down the lad. The physician then went down with a taxus express2 2.5 x 24 mm stent to treat a distal lesion, however, was unable to cross a calcified proximal lesion. It was then decided to balloon the proximal lesion with a quantum maverick 3.0 x 15 mm. After dilating the proximal lesion the physician attempted to go back in with the same taxus express2 2.5 x 24 mm previously used and was able to cross the proximal calcified lesion, however, could not cross the distal lesion. The physician then decided to pull back to the proximal lesion and successfully deploy the taxus express2 2.5 x 24 mm stent. After deployment of the taxus stent the physician used the same quantum maverick 3.0 x 15 mm balloon to dilate the distal lesion, however, it became stuck in the previously placed taxus stent. The physician applied a lot of force on the catheter without success of moving the taxus stent. A maverick balloon was sent down the buddy wire and the physician attempted to dislodge the taxus stent. The maverick balooon allowed the taxus stent to move slightly but did not fully release. The physician then decided to deploy the taxus express2 2.5 x 24 mm sent, however, the balloon would not inflate. The physician then pulled hard with force to successfully remove the taxus stent. The entire delivery device was removed from the pt's body, however, after examining the delivery device the phsyician noticed that the stent was not on the balloon. After scanning the pt's body the physician located the stent, which had embolized to the profunda in the leg. A snare technique was used to successfully remove the taxus stent. The physician decided to leave the distal lesion alone. No further pt injuries or complications were reported. No additional intervention was needed. Pt status is reported as "satisfactory/good."